Event description:
The customer reported that the following a diagnostic catheterization procedure on event date, a vasoseal es was deployed. The groin was stable following deployment and the patient was discharged. The patient returned to the hospital with diminished pulses. The patient was taken to surgery for a thrombectomy and collagen was removed from the artery. No further complication were reported.